Manufacturer narrative:
The pump passed active current test and sleep current test. Successfully downloaded history files and traces using thump. No failed battery test noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 24.0 received the low battery alert (104) on (B)(6) 2026 17:02:00 faster than expected at 0.06 days. Battery cycle 19.0 received the low battery alert (104) on (B)(6) 2026 13:44:00 faster than expected at 0.0 days. Battery cycle 15.0 received the low battery alert (104) on (B)(6) 2026 13:33:00 faster than expected at 0.0 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Verified pump alarmed failed battery test on (B)(6) 2026 13:29:52 in pump downloaded history. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, missing display window cover, and serial number label missing. The p-cap/reservoir does lock properly. Customer experienced an unexpected power loss of less than 7 days per the pump history records. No replace battery now alarm and failed battery test noted. Confirmed moisture damage to the motor assembly, pcb1 board and pcb 2 board. Confirmed corroded battery tube as well. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced short battery life, multiple replace battery alarms, and battery failure alarms. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, and the customer verified the battery, checking the battery cap and compartment for damage or corrosion, and attempting a pump restart, but the issue persisted. The pump will be replaced, and the customer was instructed to discontinue pump use, revert to their backup plan, and place the pump in storage mode. No harm requiring medical intervention was reported. Product mmt-1884 was requested for return, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.